Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated she was at 0.4 before and felt "pinching and pulling and lowered to 0.2v." The patient was helped using the patient programmer (pp) and reported she was at program 2 at 0.2v currently so the pp was working as designed. Patient stated that the pinching started a day prior to this call and stated she had cataracts removed in the last 2 weeks and stated did not turn stimulation off before the cataract surgeries. Patient stated she still felt the pinching this morning but was not feeling it while on the call. The patient seemed confused about screens in the booklet and it was reviewed poor communication screen and battery icon meanings. The patient was redirected to hcp for the uncomfortable stim the patient was feeling. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating the patient was feeling painful stimulation, constipation, and feeling pinching in their private parts and leg after turning on stimulation on the day of the report. The patient stated this had been going on for the past 3-4 days. During the call the patient used the programmer and confirmed the implant was off and the patient had been starting to feel a little bit better than in the morning of the report. The patient was redirected to their healthcare provider. No further complications were reported.